Event description:
The customer reported a snap was heard then the system failed to produce x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and igbt were replaced. The system was then found to be working as intended.